Event description:
It was reported that the patient experienced repeated motor stalls around the time of her elective replacement indicator (eri) "flag". It was noted that the motor stall recovered. In addition, the patient experienced overdose symptoms as well as withdrawal symptoms. It was indicated that the patient went through periods of being overly drowsy and short of breath, to having withdrawal symptoms. It was also noted that the ambulance was called as a result of this event. The outcome of the patient and the event was not provided. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).